Event description:
The report stated that after inserting the radio frequency ablation needle electrode into the tumor and starting the water flow, a water leak occurred at the grip of the needle. A new needle was opened and used. There was no injury reported.

Manufacturer narrative:
Date of initial report: 11/07/2007. The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.